Event description:
Information received from the field notes that the patient presented to the physician's office with pacemaker syndrome symptoms. Interrogation showed that the device was at eol/rrt with dashes (---) for the battery current drain and magnet rate. The device could not be reset.